Event description:
Caller initially reported pins 11 and 12 from the left were blackened while using the inform system. Manufacturer's investigation unit found and confirmed melting/burning of pins 3 and 4. No adverse event reported. Suspect product was returned and a replacement was sent.